Event description:
An incident occurred following a colon biopsy procedure. The procedure was performed without incident. One day post procedure the pt became symptomatic and upon evaluation a colon perforation at one of the biopsy sites was isolated. Surgical repair with creation of a temporary descending colon followed. The pt is doing well at this time.